Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a compromised forced sensor alarm. At the time, the customer's blood glucose was unknown. The customer said that they were rewinding and refilling their pump. While the customer was priming, insulin began shooting out of the needle across the room and began to alarm compromised forced sensor. They tried to stop and start again but could press the esc button. The customer said that they could get the pump primed but ran out of insulin. During troubleshooting, the customer states that insulin pump was not dropped or bumped. They were advised to remain disconnected from the pump. The customer states drive support cap was sticking out. Advise the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.